Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
Per summons: pt was admitted with acute renal failure to receive cipro for osteomyelitis. There is a notation that renal needs to be consulted due to the renal failure. A staff note of (B)(6) 2009, ckd. Another noted at (B)(6) 2009 at 9:30 am - acute renal failure and renal following; renal consult (B)(6) 2010 at 1:30 am. Notwithstanding the significant renal failure, a physician ordered PICC line placement today for long term antibiotic treatments at 1435 for zyvox, one of the antibiotics on bard's list of antibiotics requiring a PICC, but not requiring a central line based the FDA's approval and package insert. The consult dictated on (B)(6) 2009, assessment no 1 shows pt with acute renal failure with an element of chronicity due to the renal size. The pt had bilateral thrombosis documented on an x-ray (B)(6) 2009, which is once again, a contraindication to a PICC. Lastly, the blood work would contraindicate a PICC with a creatinine between 1.6 and 1.8, with an elevated bun.